Event description:
It was reported that an ilet user experienced persistent hyperglycemia after the insulin pump had been paused for several days and then resumed, with blood glucose remaining above 400 mg/dl; the user considered administering subcutaneous insulin via pen, and troubleshooting education was provided with plans to engage a trainer. Customer care provided customer support troubleshooting and education. Investigation of this case revealed the cause of hyperglycemia was unclear. No symptoms associated with high blood glucose reported. Outcomes included the need for the user to undergo additional training without hospitalization. It was concluded that the event involved hyperglycemia of unclear cause without evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.